Event description:
The customer reported approximately 5 ml of blue fluid dripped under the unicel dxh 800 coulter cellular analysis system while the instrument was in the shutdown cycle. The customer was unable to locate the source of the leak and indicated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a leak coming from the probe rinse block. The fse noted that solenoid 341 was not sealing properly causing fluid to leak at the probe. The fse replaced solenoid valve vl341 to resolve the leak. The fse verified the repair as per established procedures and results met published specifications. (B)(4).